Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia of value 40 mg/dl. Customer's blood glucose value was 46 mg/dl at the time of incidence and current blood glucose value was 116mg/dl. Customers other relevant blood glucose values were 300 mg/dl, 116 mg/dl, 55 mg/dl, 225mg/dl 372mg/dl and 138mg/dl. The customer was treated with juice for low blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering. Customer did not use auto mode feature. .customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer was assisted with troubleshooting. The device will not be returned for analysis.